Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reports they were able to clear the alarm and able to rewind it. Customer states the insulin pump was not stored or not in use for an extended period of time and alarm did not occur shortly after inserting a new battery. Customer stated alarm was recurred during normal insulin pump use. The device will be return for analysis.

Manufacturer narrative:
Device alarmed unexpected restart error after battery change and resets time or date to factory default due to voltage leak at interface board.